Event description:
Clinical study. It was reported that during a coronary artery stenting procedure, balloon withdrawal resistance occured. The lesion being treated was a 3.0mm, 95% stenosed, mildly calcified, severely tortuous, 12mm long portion of the mid left anterior descending (mid lad). The physician treated the lesion with predilatation using a 2.5x12mm non bsc balloon. The physician successfully placed a 3.00x16mm taxus liberte' stent. Balloon withdrawal resistance occurrsed. The procedure was completed without any further complications. The patient was discharged on plavix and aspirin.

Manufacturer narrative:
As the unit was not returned, the complaint investigation site (cis) could not perform a technical analysis. A review of the manufacturing documentation for the batch found no anomalies or deviations during the manufacture of this batch. The most probable root cause of this complaint incident could not be determined. Bsc ID#a00043743/tw#281802 h3 other text : product unavailable for analysis